Event description:
It was reported that the act button on customer's insulin pump cannot be pushed. Also, there is a crack in the lower left and lower right part of the display. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.